Event description:
Cup insert would not unthread from cup causing an extension of surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.